Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a labral repair procedure the repair suture on a quantity two ar-1938bc anchors snapped as the surgeon was shuttling the repair stitch through the anchor body. There were multiple other ar-1938's used, but only the ones from this lot number broke in this manner. Sockets were drilled using the ar-1938d in the glenoid. Once the anchors broke, the surgeon drilled them out and collected the debris using a shaver. No piece from the unsuccessful anchors were left in the patient.